Event description:
It was reported by the patient their heart rate was 'way up in the two hundreds and three hundreds' during an episode of atrial fibrillation (af). The patient reported that they were in an area of high ferromagnetism and the time. It was reported by the patient that they were 'feeling funky and out of breath', and that their pulse did not increase with activity. The patient reported that they went to the emergency department where they were told that the implantable pulse generator (ipg) had gone into fail safe mode, and that 'they reset it and it's been fine ever since'. The patient reported that there are multiple sources of interference near their house. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.